Event description:
It was reported that four months and four days post a port placement via the right internal jugular vein, the patient allegedly experienced extravasation of drug due to damage, and the leakage had allegedly occurred in the neck. It was further reported that the patient allegedly experienced subcutaneous swelling of the neck and the redness and swelling of the skin. Furthermore, the catheter was allegedly found to be coiled in the neck under chest x-ray examination. Moreover, the device allegedly had issue in infusing during chemotherapy. Reportedly, the entire catheter and port seat were slowly withdrawn. The patient status is reported to be fine now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos and one image were provided for review. The photo shows the clinician holding the catheter in which a partial break was noted to the catheter. The image shows the catheter is noted to be coiled in the jugular vein with its tip pointing cranial. Therefore, the investigation is confirmed for the reported coiled catheter, fluid leak, flush issues and the identified catheter fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and four days post a port placement via the right internal jugular vein, the patient allegedly experienced extravasation of drug due to damage, and the leakage had allegedly occurred in the neck. It was further reported that the patient allegedly experienced subcutaneous swelling of the neck and the redness and swelling of the skin. Furthermore, the catheter was allegedly found to be coiled in the neck under chest x-ray examination. Moreover, the device allegedly had issue in infusing during chemotherapy. Reportedly, the entire catheter and port seat were slowly withdrawn. The patient status is reported to be fine now.